Event description:
The pt received an ipg and competitor's leads as part of her scs system. It was reported the physician removed the entire system and two new systems were implanted. The reason for the explant is currently unknown. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.